Event description:
There was an allegation of questionable results for multiple assays and several patient samples tested on a cobas 6000 e601 module. One example was provided for the elecsys fsh assay and one for the elecsys toxo igg assay: sample 1: the initial fsh result was 0.6 miu/ml. The repeat fsh result was 40 miu/ml. Sample 2: the initial toxo igg result was 13 iu/ml. The repeat toxo igg result was negative.

Manufacturer narrative:
The elecsys fsh reagent lot number was 813861. The expiration date was requested but not provided. The elecsys toxo igg reagent lot number was requested, but not provided. The investigation revealed that both measuring cells were overdue and are for replacement. The investigation determined the event was due to a maintenance issue. No further issues were reported.